Manufacturer narrative:
Received one used 011-h3362 pur clear/yellow bifuse add-on set w/clave for inspection. The yellow tubing just below the piercing pin was observed to be damaged. The reported compliant can be confirmed. The probable cause is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D4, g4: model number is not sold in the us but similar device is sold under model ch3067. This product was used for the di and 501k. D9 device returned to manufacturer on 6/5/2024.

Event description:
The event involved a 41 cm (16") pur clear/yellow bifuse add-on set w/clave®, dry spike adapter where it was reported one minute after introduction of the cytotoxic (busulfan) there was disintegration of the tubing downstream of the valve. Projection of cytotoxic onto the healthcare provider. The patient did not receive the entire dose (2ml missing approximately) and the device was changed, treatment was then fully administered. The medication came into contact with the patient and the healthcare provider but nothing to report regarding the effects on them. The leak was cleaned up according to the facility¿s protocol. No specific kit. No visible default on the device before use (device checked before use). A hole/cut/tear was noted 1 minute after administering the cytotoxic. There was no need for medical intervention. Nobody was harmed but the nurse was exposed to a cytotoxic. There was patient involvement.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received.